Event description:
It was reported that patient underwent a procedure utilizing a disposable shaver blade. During the procedure, the blade fractured and some of the pieces fell into the patient's wound. Follow up information received by the reporter conveyed that the fractured pieces were large and easily removed from the wound. However, no post-operative radiographs were taken to confirm whether or not the patient retained any fragments. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: do not use excessive force on any bur or blade. Excessive force may result in unusual stress conditions and subsequent breakage or fracture of the bur or blade. This report filed (B)(6) 2010.